Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that administering chemotherapy using bd tubing set 10010454 when they witnessed a leak and appeared to come from the filter of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported filter leakage and returned a photo of the incident. The physical sample was unavailable for investigation. The photo was examined but was unable to verify the failure. The root cause for the issue could not be determined without a replicated failure. Although the issue was unable to be replicated and the root cause is unknown, bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 10010454, batch#: 24085258. It was reported by the customer that administering chemotherapy using bd tubing set 10010454 when they witnessed a leak and appeared to come from the filter of the tubing. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2025, a rn was administering chemotherapy using bd tubing set 10010454 when they witnessed a leak and appeared to come from the filter of the tubing. The infusion was stopped immediately, and it was reported to me, the pharmacist. The nurse suspected no chemotherapy leak as the line was primed with 0.9% ns and it occurred very soon after starting. Additional info: 1. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No. 2. Any adverse event case reported? No harm to patient or employee reported. 3. Total number of occurrences? 2, although first incident, lot could not be confirmed as product packaging had been discarded and infusion staff did not take pictures of the leak. So, only one occurrence is documented with lot number of tubing and it is same as other occurrences reported by colleague at other site.